Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post procedure.